Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that an acute increase in both the pacing and high voltage impedance were observed via remote transmission on the right ventricular lead. Patient was to be brought in for further evaluation; however, patient passed away, unrelated to device.

Manufacturer narrative:
A partial lead with the connector pin measuring 9.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.